Manufacturer narrative:
Patient information was unavailable from the site. The medtronic representative, following-up at the site, was able to replicate the issue using a resin head demo. In trouble-shooting, the instrument tracker was replaced and a new patient tracker was used, issue was not resolved. Both the registration probe and straight suction track to the left slightly. A pointmerge registration improved accuracy, from tracer registration, however some shift remained when moving away from registration points. On (B)(4) 2014 a medtronic representative reported replacing the emitter and there was no change. Un-installed and re-installed the ent software and confirmed there's no metal in the field with no improvement. Replacement axiem emitter shipped to site on (B)(4) 2014. Emitter replaced on (B)(4) 2014. A medtronic representative performed navigation system check-out, all areas passed. Suspect emitter not returned to manufacturer for analysis. Medtronic navigation is filing this one MDR to acknowledge a verbal report, using the details of the similarly reported event on (B)(4) 2014. The vague reference to the additional two or three prior events was made in an informal conversation and it was stated that no further details would be available.

Event description:
A medtronic representative reported a site alleging their navigation system was inaccurate, stating that tracking was off to the left 2-3cm. The only information provided was that this issue has happened in two or three cases prior to the medtronic representative checking the system out. When attempting to gain more insight, the medtronic representative was told the site could not remember the patients' demographics or surgery dates, that the surgeon had made the statement regarding inaccuracy during another procedure. The inaccuracy occurred after re-registering twice during each procedure. It was noted that the surgeon completed the procedures with no impact on the patients' outcome.